Manufacturer narrative:
(B)(4) - inflammation. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a bunionectomy procedure on (B)(6) 2010 and suture was used. The pt experienced inflammation with redness and pain at the incision site. White blood cells are normal. The pt was given treatment. No additional info was provided.